Manufacturer narrative:
Exact date unknown, event occurred in october 2019. Additional suspect medical device components involved in the event: product family: scs-linear lead MRI, upn: m365sc2408740, model: sc-2408-74 serial: (B)(4), batch: 18989379. Product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(4), batch: 18924826.

Event description:
It was reported that the patient was experiencing inadequate stimulation and was feeling stimulation on non target areas. During reprogramming, it was noted that one of the leads had migrated. All device components were explanted and will not be returned.